Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the pump was charging multiple times. There was no reported impact to customer's blood glucose. Reportedly, the customer manually turned the pump back on and continued to use the pump. No additional patient or event information was available.

Manufacturer narrative:
Date of event.